Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the device may deliver inaccurate fluid volume leading to under or overfill during fill 2 drain 2.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was evaluated by product analysis lab (pal) . The device was received operational and in good condition. The device was received operational and in good condition. The device failed the homechoice rite (return instrument test / evaluation) functional test for accuracy during fill & drain 2 but passed the rite electrical test. A simulated therapy was performed while using the tempmon feature of the crt (cycler remote toolbox) software to monitor the heater system. Therapy completed successfully with the heater pan temperatures within specification. No leaks were detected; all pressures were correct and stable. Accuracy confirmation and temperature verification tests were performed and passed. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. The assignable cause for rite test failure - accuracy during fill 2 and drain 2 was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.